Event description:
The customer reported a motor alarm after the insulin pump was exposed to an MRI scan. The customer mentioned that he was calling from the hosp, where he was admitted for a foot infection. The customer's blood glucose reading was 256 mg/dl at the time of the call. Advised the customer that the insulin pump would be replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.